Event description:
It was reported that the pacemaker had a battery alert for voltage being too low for projected remaining capacity. Technical services (ts) was contacted, and engineering analysis of device data confirmed that the voltage alert is due to elevated battery impedance. The pacemaker remains in service. No adverse patient effects were reported.